Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the patient had the wrong year in their pump and it is effecting their diabetes management. Every time they try to send readings from pump, they have overlapping data. This is potentially reportable because the issue could not be categorized further and must be assessed individually. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: review of the pump history indicates the pump was running on incorrect year of 2017. The black box indicates a manual date change from (B)(4) 2016 08:51 to (B)(4) 2016 08:51. The pump was exercised for 24hrs. After 24hrs the battery was removed for 23hrs. When the battery was reinserted after 23hrs without power the time/date did not reset to default setting. No bt1 issue was duplicated during testing. No time/date changes observed during testing. No hypersensitive keys observed on the keypad. No eaw's occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.